Manufacturer narrative:
Additional information: lot number provided. The straight suction was returned to the manufacturer for analysis. Analysis found that the instrument had difficulty verifying when attached to a known good tracker returning a divot error of 1.9 mm to 2.1 mm. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
Device UDI not provided as this product is no longer manufactured. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. A medtronic representative went to the site to test the equipment. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that intra-operatively while navigating, after successfully verifying a straight suction, it began to flicker between red and green due to a large geometry error of approximately 3.36mm-4.1mm. Additional information from the manufacturing representative reported that the surgeon did not need navigation for the remainder of the procedure, so they did not use it after the issue occurred. The straight suction, nor any other different instruments were used. There was no reported impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue.